Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium, and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially, the dilator was not able to be inserted into the sheath without resistance. The sheath was replaced and the issue resolved. Additional information was received on the event. There was resistance when they were inserting and flushing the dilator. There was no physical damage noted. There was no occlusion noted. The sheath was narrowed. They were not able to fully insert the dilator into the sheath. The reported event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 the hemostatic valve was broken. The lab finding was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6) 2021.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-dec-2021. The device evaluation was completed on 28-dec- 2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found broken. It is possible that the damage observed was generated with an object and/or excessive manipulation. The hemostatic valve could have been detached due to the dilator wrongly introduced; however, this could not be conclusively determined. No other anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial; according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).